Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the external pulse generator (epg) cable "failed." Technical services suggested that the cable be cleaned and tested. The technical manual was emailed to the caller. The status of the epg cable is unknown. There was no information available on patient impact or complications.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.